Event description:
The patient presented to the emergency room after receiving several episodes of inappropriate shock due to noise resulting in oversensing noted on the right ventricular (rv) lead. The device was reprogrammed to resolve the event and a lead revision is anticipated, but has not occurred yet. The patient was in stable condition throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was several episodes of inappropriate low voltage shoch due to noise and oversensing noted on the right ventricular (rv) lead. A lead revision is anticipated, but has not occurred yet. The patient was in stable condition throughout the event.